Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected pump error alarm or device deficiency anomaly noted during testing, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl and 32 mg/dl. Customer's other blood glucose value was 251 mg/dl and 385 mg/dl. The customer was treated with food. Based on customer report customer does not allege pump was over delivering. The device will be returned for analysis.